Event description:
It was reported that there were high out of range impedances. The impedance test was run at 1.5 and 3v. It was stated that the lead was implanted and the impedances were test with the multi-lead trial cable (mltc). It was stated that there was no paresthesia elicited and the impedance measurements at 1.5v were >20,000 ohms and at 3v they were >40 ,000 ohms. A new mltc was used and there was still no paresthesia and the impedances were the same. A new lead was used with both of the mltc's and the exact same results were obtained. Two different screeners were used with the exact same results. A different model of electrode was used and paresthesia was elicited in the painful areas at 2-3 volts. The impedances were still out of range at 1.5 and 3v. It was stated that the electrode was left in place. It was reported that programming in the recovery room allowed to elicit paresthesia in the painful area. The programming was identical to that of during the operation. The impedances were measured in the recovery room at 0 and 7 v and they were between 1092 ohms and 1232 ohms. Additional information received reported that the first impedance measurement was done within ten minutes of implanted the lead. It was stated that impedance measurements were tested again after ten minutes. It was stated that the lead was re-positioned remaining in the epidural space. It was noted that several impedance measurements were performed, always with out of range values, >20,000 or >40,000. It was noted that scialityc lights were present in the operating room as well as fluoroscopy. It was noted that the lights were dimmed in order to better view the fluoroscopy screen.

Manufacturer narrative:
Concomitant products: product ID 355531, lot # 0207743614, product type screening device; product ID 977a290, lot # 0207712738, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 355531, lot # 0206534291, product type screening device. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.